Event description:
It was reported that there was loss of light.

Manufacturer narrative:
The product was returned for investigation and the reported failure mode was not confirmed. Alleged failure: no light output. Confirmed failure: no repairs needed - no problem found. Probable root cause: light engine malfunction. Main board, receptacle board, or front board malfunction. Damaged or missing esst spring. Incorrect/no communication with 1688. Overheating. Power supply malfunction. Software malfunction. Hf/rf interference. The failure mode will be monitored for future reoccurrence.

Event description:
It was reported that there was loss of light.

Manufacturer narrative:
Additional information will be provided once the investigation has been completed.